Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Examination of the x-ray submitted by the account revealed an area of concern near distal end of the pump end bend relief. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s weight was not provided. The referenced pump exchange was reported under medwatch MFR report #2916596-2017-02355. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. (B)(6). Approximate age of device ¿ 4 years 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that on (B)(6) 2016 the patient¿s lvad system produced the driveline fault alarm, and the controller was exchanged. Approximately 45 minutes later, the driveline fault occurred again, and the alarm was permanently silenced. No clinical symptoms were reported. A representative of the manufacturer's technical services team reviewed the submitted log files from the two system controllers and confirmed the driveline fault alarm on (B)(6) 2016 at 2115, soon after the system controller was exchanged. The wire appeared to still have continuity and was not completely broken. There were no low speed or pump stop events noted in either log file. The technical services representative also reviewed the x-rays and observed a thin area of driveline shielding where the driveline made a loop around to the left side of the body. The internal image was a bit more concerning than the external images. No obvious shielding damage was observed. It was reported that the ¿driveline fault¿ alarm had been permanently silenced in (B)(6) of 2016. The patient subsequently underwent a pump exchange on (B)(6) 2017.